Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg. Report 1 of 2, medwatch report #2032227-2011-02589.

Event description:
The customer reported being hospitalized due to high blood glucose. The customer stated that the reservoir was changed and found insulin leaking from the p-cap of the reservoir. No further information was provided.